Manufacturer narrative:
Concomitant medical products: 553445 lead, implanted (B)(6) 1996. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited elevated impedances that have been gradually increasing. The lead remains in use. No patient complications have been reported as a result of this event.